Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. No product or data was provided for evaluation. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a detached needle or cannula occurred. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by manufacturer- additional information. H2: additional information / correction. H10 corrected data.